Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope. The patient also reported symptoms of lightheadedness and pre-syncope. Boston scientific technical services (ts) reviewed the data stored in the remote home monitor and noted that the patient¿s sinus rate exceeded the maximum tracking rate (mtr). A false pacemaker mediated tachycardia (pmt) was also stored. Ts discussed that the mtr needed to be programmed at a higher rate and suggested programming off the minute ventilation feature when an atrial tachy response (atr) occurs. The patient was brought into the office where the atrial ventricular search plus feature was programmed off in the pacemaker. Approximately ten days later the patient sent another transmission via the remote home monitor which showed ventricular loss of capture (loc) for the right ventricular (rv) lead and pacemaker on the presenting electrogram (egm). Ts reviewed the egm and found several episodes with at least two second pauses. Ts further noted a very slight gradual increase in ventricular threshold over the past year and stated that with the current threshold of 2.5 volts, there was not an adequate safety margin on a consistent basis. Ts suggested programming options and discussed the option of obtaining an x-ray. It was further noted that the patient takes a diuretic and anti-hypertensive medication, thus electrolytes could play a factor. The field representative stated autocapture feature was programmed on for the rv lead. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.